Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be incorrect air pressure/air blow direction setting (drainage lumen was blocked with excess coating material) or user related (example: salt accumulation)/block drainage lumen). The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review.

Event description:
It was reported that the user had 6 blocked catheters of bardex i.c bard tray 16ch and had to change the catheter each time. The user blood pressure rose to 234/92 due to the faulty catheter and hold to narrow to pass urine correctly. It was stated that the user also encountered with smaller catheter issues. Per additional information via email from ibc on 30apr2021,there was no specific treatment given for high blood pressure other than changing the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user had 6 blocked catheters of bardex i.c bard tray 16ch and had to change the catheter each time. The user blood pressure rose to 234/92 due to the faulty catheter and hold to narrow to pass urine correctly. It was stated that the user also encountered with smaller catheter issues. Per additional information via email from ibc on (B)(6) 2021,there was no specific treatment given for high blood pressure other than changing the catheter.